Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the bushing was separated from the male luer. The insertion depth of the tube was measured and found to be within specification. Further inspection was performed on the tube and revealed the presence of solvent. The reported condition was verified. The cause of the condition was determined to be excessive solvent applied during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). One device was received evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 'three or four' nitroglycerin sets had separated. The ¿tubing was coming apart¿ when in use. There was no patient injury or medical intervention associated with this event. No additional information is available.